Event description:
Device 6 of 6. Reference MFR report: 1627487-2013-13178, 1627487-2013-13179, 1627487-2013-13648, 1627487-2013-13649, 1627487-2013-13650.

Manufacturer narrative:
Evaluation results: the complaint was not confirmed. As received, the returned leads were completely and cleanly cut consistent with the explant procedure. Microscopic inspection of the lead segments did not reveal any anomalies that would have existed prior to explant and would have contributed to the complaint. Continuity testing from the cut ends of the lead segments to the electrodes revealed all wires were intact from the cut to an electrode. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.